Manufacturer narrative:
The company rep examined the sys and no problems were found. The company rep also evaluated the biometry probe associated with the reported event and found a cut on the assembling area between the probe and the applicator. However, it was then tested and met all product specs. A review of complaints for the last 24 months did indicate one additional related report for this sys and biometry probe. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported an unexpected postoperative refraction following an intraocular lens implant surgery. The surgeon suspects the biometry measurements produced by the sys may have contributed to the event. Add'l info has been requested. This is the first of two medical device reports for this facility.